Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users was unable to login to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that there were no issues with the device, and no further investigation was required. Tss reviewed the station logs and revealed some latency with the customer domain controller. The system functioned as intended when the technical support specialist investigated the issue.